Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number ramdda/ xcw320712, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and/or indication, diagnosis of index surgical procedure (B)(6) 2021? On what tissue was the monocryl suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the needle grasped and how was control lost of the needle? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? When was the patient returned back to or for needle search? When was the re-examination/post-operative x-ray performed (date)? And results? Was there any change in the patient¿s post-operative care due to event? What is physician¿s opinion as to the etiology of or contributing factors to this event? Other relevant patient history/concomitant medications? What is the patient current status? Will be any samples returned for evaluation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. At closure of skin, when burying the knot, the needle on suture came off, thought to be within the skin. The patient was returned to or for needle removal. It was reported that the needle disappeared on final suture whilst burying the knot subcutaneously. Wound was opened subcutaneously to try to locate needle but needle was not able to be located. Incision was closed and ultrasound scan was used to try and locate needle unsuccessfully. Or and patient drapes were thoroughly searched and needle was not located. X-ray was requested post op and patient informed. Additional information has been requested.